Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading is 220 mg/dl. Troubleshoot was performed. Customer received critical error alarmed while rewinding the insulin pump. The insulin pump screen reads critical error message. Customer has multiple 630g insulin pumps on file so unable to determine which to document under. Customer will call back to finish the troubleshoot. Insulin pump will not be returning for analysis.